Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting rapidly from 60% to 0% within one hour. The pump subsequently shut off. The customer connected the pump to a power source and the pump turned on. The customer's blood glucose level was 320 mg/dl. The customer delivered a bolus via the pump. Reportedly, the customer has manual injections available as alternate insulin therapy.